Event description:
Repeatable myopic error of approximately 2 to 2.5 diopters in patient after cataract surgery was reported. This has resulted in the need for re-operation. No further details have been provided at this time.

Manufacturer narrative:
The most possible root cause cannot be determined based on the available information.